Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gi bleeding could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed elevations in pump power. The patient remains ongoing on vad support with no further issues reported. Bleeding is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 month, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the hospital on (B)(6) 2019 and was found to have a gi bleed. The manufacturer's technical service reviewed the log file and observed 183 pi events. Echocardiogram was performed showing right side impairment which was thought to be patient being hypovolemic. The patient's hemoglobin level showed 5.4 and was treated with x4l of crystalloids at lea medical in hobbs, new mexico. The patient was also treated with 6 packed red blood cells and multiple albumin infusion. Stool guaiac test was performed and was positive. Esophagogastroduodenoscopy (egd) was performed on two days after showing mild gastritis. The patient bleeding was stabilized and was discharged with hemoblogin level of 10.3.